Event description:
The pt was in the hospital with sepsis from "unknown factors." The pump had 0.8 ml of morphine sulfate left. The physician was unable to fill the pump; the pt was being monitored for withdrawal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).